Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, replacement of standby valve solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. The device's logs and defective part were not available for further evaluation. Therefore, the root cause to the reported issue has not been determined.

Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm reported. Manufacturer's ref. #: (B)(4).